Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customers blood glucose level was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.